Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after an unrelated procedure involving electrocautery, the pacemaker exhibited a diagnostics anomaly of false elective replacement indicator (eri) and end of service (eos) alerts. The patient was brought into the clinic for device check and further evaluations. No clear eri flag was observed. A higher magnet rate was noted, but it was found to be normal. The pacemaker dependent patient was tracking a normal range of p-waves. Device download was performed to clear false eri and eos alerts. Normal device function was obtained. The patient was stable with no complications or symptoms.